Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal prolapse. No fever, no pain. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, migraine headache, tobacco user, telogen effluvium, hydatid cyst and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to july 2012 for contraception, vitamins nos (multivitamin) since 1999 for telogen effluvium as well as cetirizine hydrochloride from 2012 to 2017, escitalopram oxalate since 2014, metronidazole from 2012 to 2017, nadolol since 1995, pantoprazole sodium sesquihydrate (pantoprazole sodium) since 2016, paracetamol (tylenol) since 2009 and venlafaxine hydrochloride (effexor) from 2012 to 2017. In august 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 months 16 days after insertion of essure. In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced alopecia ("alopecia"). In january 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced cyst ("cyst") and adnexal torsion ("tubal torsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal area pain"), pain in extremity ("leg pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (left salpingectomy due to complications from the essure.). Essure was removed. At the time of the report, the pelvic pain, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, abdominal pain, pain in extremity, depression, anxiety, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, anxiety, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events bacterial vaginosis most recent follow-up information incorporated above includes: on 14-jan-2019: plaintiff fact sheet was received. Events added from pfs- vaginal infection. Concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rectal prolapse. No fever, no pain. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, migraine headache, tobacco user, telogen effluvium and hydatid cyst. In (B)(6)2012, 3 months 16 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6)2016, the patient experienced cyst ("cyst") and adnexal torsion ("tubal torsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal area pain") and pain in extremity ("leg pain"). The patient was treated with surgery (left salpingectomy due to complications from the essure.). Essure was removed. At the time of the report, the pelvic pain, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, abdominal pain, pain in extremity, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, anxiety, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events bacterial vaginosis. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet and medical record was received. Event added: depression, mental anguish, vaginal discharge. Concomitant and historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no fever, no pain. Concurrent conditions included body mass index normal, depression, dysfunctional uterine bleeding and migraine headache. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced alopecia ("alopecia"). On (B)(6) 2012, 3 months 16 days after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced cyst ("cyst") and adnexal torsion ("tubal torsion"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal area pain") and pain in extremity ("leg pain"). The patient was treated with surgery (left salpingectomy due to complications from the essure.). Essure was removed. At the time of the report, the pelvic pain, alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, abdominal pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, back pain, bacterial vaginosis, cyst, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events bacterial vaginosis most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events vaginal hemorrhage, menorrhagia, bacterial vaginosis, dysmenorrhea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, pain in extremity and abdominal pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (left salpingectomy due to complications from the essure.). At the time of the report, the pelvic pain, alopecia and menstrual disorder outcome was unknown. The reporter considered alopecia, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal prolapse. No fever, no pain. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, migraine headache, tobacco user, telogen effluvium, hydatid cyst and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2012 for contraception, vitamins nos (multivitamin) since 1999 for telogen effluvium as well as cetirizine hydrochloride from 2012 to 2017, escitalopram oxalate since 2014, metronidazole from 2012 to 2017, nadolol since 1995, pantoprazole sodium sesquihydrate (pantoprazole sodium) since 2016, paracetamol (tylenol) since 2009 and venlafaxine hydrochloride (effexor) from 2012 to 2017. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced cyst ("cyst") and adnexal torsion ("tubal torsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal area pain"), pain in extremity ("leg pain"), vaginal infection ("vaginal infection"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (on (B)(6) 2016 she had left salpingectomy due to complications from the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bacterial vaginosis, vaginal discharge, vaginal infection and genital haemorrhage had resolved and the alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, abdominal pain, pain in extremity, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, anxiety, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events pain, bacterial vaginosis and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events bacterial vaginosis. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event vaginal infection and vaginal discharge updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal prolapse. No fever, no pain. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, migraine headache, tobacco user, telogen effluvium, hydatid cyst and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2012 for contraception, vitamins nos (multivitamin) since 1999 for telogen effluvium as well as cetirizine hydrochloride from 2012 to 2017, escitalopram oxalate since 2014, metronidazole from 2012 to 2017, nadolol since 1995, pantoprazole sodium sesquihydrate (pantoprazole sodium) since 2016, paracetamol (tylenol) since 2009 and venlafaxine hydrochloride (effexor) from 2012 to 2017. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6)-2016, the patient experienced cyst ("cyst") and adnexal torsion ("tubal torsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal area pain"), pain in extremity ("leg pain"), vaginal infection ("vaginal infection"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (on (B)(6)2016 she had left salpingectomy due to complications from the essure.). Essure was removed. At the time of the report, the pelvic pain, bacterial vaginosis and genital haemorrhage had resolved and the alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, abdominal pain, pain in extremity, depression, anxiety, vaginal discharge, vaginal infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, anxiety, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events pain, bacterial vaginosis and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)-2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events bacterial vaginosis most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet: received. Added event post procedural complication, genital bleeding. Outcome of events bacterial vaginosis, pelvic pain, genital bleeding was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rectal prolapse. No fever, no pain. Previously administered products included for an unreported indication: depo shot. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, migraine headache, tobacco user, telogen effluvium, hydatid cyst and heart disease, unspecified. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2012 for contraception, vitamins nos (multivitamin) since 1999 for telogen effluvium as well as cetirizine hydrochloride from 2012 to 2017, escitalopram oxalate since 2014, metronidazole from 2012 to 2017, nadolol since 1995, pantoprazole sodium sesquihydrate (pantoprazole sodium) since 2016, paracetamol (tylenol) since 2009 and venlafaxine hydrochloride (effexor) from 2012 to 2017. In (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 months 16 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("alopecia"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced cyst ("cyst") and adnexal torsion ("tubal torsion"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain"), abdominal pain ("abdominal area pain"), pain in extremity ("leg pain"), vaginal infection ("vaginal infection"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (on (B)(6) 2016 she had left salpingectomy due to complications from the essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, bacterial vaginosis, vaginal discharge, vaginal infection and genital haemorrhage had resolved and the alopecia, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, weight increased, cyst, adnexal torsion, back pain, abdominal pain, pain in extremity, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, adnexal torsion, alopecia, anxiety, back pain, bacterial vaginosis, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for events pain, bacterial vaginosis and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.